Event description:
It was reported that this implantable pacemaker had stored atrial tachy response (atr) events showing farfield r-wave oversensing (ffos) on the right atrial (ra) channel. Technical services (ts) was consulted and confirmed there was inappropriate atr with ffos after the ventricular pace and provided programming recommendations. At this time the ra lead and the device remain in service. No adverse patient effects were reported.